Event description:
A nurse reported that after intraocular lens (iol) implant procedure, after two weeks of post operation the patient experienced intolerable glare and halos by the company lens so, the patient was not able to drive during the day or at night. Even streetlights had rings around them. Due to the surgeries, the patient also had induced astigmatism in this eye. Hence the lens was explanted and replaced with another lens with different model in a secondary procedure. Patient also underwent yag (yttrium-aluminum-garnet) laser after the exchange and need a refractive touch up with prk (photorefractive keratectomy). In the surgeon's opinion, the prognosis of the patient was good. There was no further impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.